Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
This is 1 of 2 for the same event. It was reported from (B)(6) that during a tibial and fibular diaphysis fractures surgical procedure, it was observed that the battery handpiece device while in use with the power module device did not work at all when it was switched on. According to the report, the battery handpiece device was used in the surgery from the previous day without any malfunction. It was reported that the power module device involved with this incident was confirmed to be fully charged upon its checkup. It was further reported that the power module device worked fine when solely tested without being mounted on the battery handpiece device. It was not reported if there was a delay in the surgical procedure. It was reported that the surgery was continued and completed by manual reaming and drilling by another competitor's power tool. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch wil be submitted accordingly.

Manufacturer narrative:
Additional information received determined that an additional device was involved in the event. Therefore this is report 1 of 3 for the same event. The concomitant product has been updated to include the additional device. The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the handpiece was not tight and the housing was warped on the lid side. It was also noted that the device failed pre-test for check for free moving (gear was seized, jammed and heavy moving), the power module was not readily protected against falling out, the gearbox kept blocking itself while running so it was not possible to take measurements. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear and improper maintenance. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
This is report 1 of 3 for the same event.